Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified front curved assembly needle fractured, and the anchors are still in the needle. No packaging was returned, and no part or lot numbers are etched on the part, so lot number remains unknown. Lot 66014746: review of the device history record(s) identified no deviations or anomalies during manufacturing. Lot 65945222: review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: item#: 110024773 lot#: 65945222; UDI: (B)(4); expiration date: march 2, 2028. Item#: 110024773 lot#: 66014746; UDI: (B)(4); expiration date: april 13, 2028. G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H4: manufacture date: march 2, 2023 or april 13, 2023. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument the needle fractured off the device. The surgeon was able to remove the needle from the patient. There was no report of harm to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/updated information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.